Manufacturer narrative:
The reported event of the ventricular setscrew could not be untightened to remove the lead was confirmed. Analysis found that the user of the torque wrench made off-center wrench insertions which caused punch-outs in the septum. These punch-outs landed inside of the setscrew inset. The punch-outs were prevented the wrench from engaging the inset walls which resulted in the wrench stripping the inset. The punch-outs also prevented full insertion of the wrench which can also cause stripping. The setscrew cannot be untightened when the setscrew is stripped. No device anomalies were found. The problem was related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for routine change of the pulse generator. During the procedure the atrial setscrew was observed to be loose and fell out of the device header. Conversely, the ventricular setscrew would not engage the hex wrench. Despite several attempts to unseat the setscrew the lead was unable to be disconnected from the device header. The physician believed that both setscrews were stripped and resorted to cutting and capping the lead. The generator was explanted and replaced. The patient was stable throughout.